Event description:
It was reported that the ilet user experienced recurrent low glucose after a trainer adjusted pump settings, and review indicated the user was entering meal announcements for the purpose of corrective insulin dosing, which constitutes an improper method of use involving the device¿s user interface. The user self-treated lows with oral glucose. Symptoms included hypoglycemia with a nadir of 53 mg/dl and no associated physical complaints. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, while a usage problem was identified related to using meal announcements to correct blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was user error, specifically failure to follow instructions and unintended use error contributing to the event.